Manufacturer narrative:
D10 concomitant product: egia45ctamt, egia45ctamt egia 45 curv med thick sulu (lot # n5c2328y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a single thoracoscopic left lower lobectomy, when dissecting the patient's bronchi, when pressing the black handle grip, initially there was an response when the handle was squeezed, but misfire occurred midway through the firingprocess. The reload showed no cutting and sewing of the distal end. A new handle and reload were used to resolve the issue. There was no patient injury.